Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the biliary duct during a biliary duct dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 is being used to capture the reportable event of balloon burst.